Manufacturer narrative:
Device evaluated by manufacturer - one 8f braided swartz introducer and one 8f transseptal dilator were returned for evaluation. The dilator could not be flushed due to a blockage. Functional testing revealed a blockage 1.0 inch proximal from the distal tip end of the dilator. Additional testing confirmed the cause of the blockage was skived plastic within the lumen of the dilator. The skived material was caused by insertion of a sharp object such as a brk needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to procedural factors. The needle used in conjunction with this introducer was not returned and may have aided in a more thorough evaluation.

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported during the transseptal procedure, the physician found the brk needle (unknown reorder and lot) was not able to cross from the sheath/dilator. The physician pulled the dilator back and found the dilator tip was closed; no orifice was noted. Another device was obtained to complete the procedure with no consequences to the patient. Investigation of the returned device revealed skived plastic within the lumen of the dilator. Additional information was requested and is not available.